Manufacturer narrative:
(B)(4). Date sent: 03/19/2021. D4: batch#: u5ct0g. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received without staples, the washer uncut, and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data = d4.

Manufacturer narrative:
(B)(4); batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was received: did the device cut? No. If the device cut / tripped, has the cut line been completed? The cut line has not completed. Did the device staple? No. If the device is stapled / fired, has the stapling line been completed? Has not been completed. If the device was stapled, was the shape of the staples (formation b, irregular, not formed)? Irregular did the device close? Yes. Did the device trip? Yes. Did the device open? Yes. Was the device difficult to close on the fabric? No. Was the device difficult to fire? No. Was the device difficult to open? No. In which shot did this occur? At the first stapling. Has the tissue retention pin locked in the correct position? Yes. Is the patient's current state known? Yes. Was there a consequence of the patient, or a change in the patient's postoperative care as a result of the event? (Prolonged hospitalization, readmission, reoperation, etc.) There was no consequence in the postoperative period, because in the act of surgery when the problem happened, we decided to open another device.

Event description:
It was reported, patient with adenocarcinoma of the lower rectum. After locating the contour type semi-circular stapler, after closing the first latch, it presented a shot / incision in the posterior wall of the rectum.